Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will power on with a service indicator and a white display. A white display is indicative of a device lockup condition that can delay, or prevent, defibrillation therapy if it were necessary. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device will power on with a service indicator and a white display. A white display is indicative of a device lockup condition that can delay, or prevent, defibrillation therapy if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the user interface pcb assembly, which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio further evaluated the removed user interface pcb assembly and determined the cause of the reported issue was due to corrupt memory on integrated circuit, designator u2.

Event description:
The customer contacted physio-control to report that their device will power on with a service indicator and a white display. A white display is indicative of a device lockup condition that can delay, or prevent, defibrillation therapy if it were necessary. There was no patient use associated with the reported event.